Event description:
End user stated that the stat profile critical care xpress analyzer reported creatinine patient results that were higher than the reference analyzer. The results difference were clinically significant. Three patients were admitted to the hosp based on the higher results. The end user did not report if any action was taken due to the admittance.

Manufacturer narrative:
Nova biomedical performed an internal investigation ((B)(4)) of manufacturer retains of two lots of ccx creatinine membranes (pn 35238 lots 303191 and 304263) that were in use at the user facility. All creatinine membranes were qualified. All whole blood creatinine results met the acceptance criteria. Also this investigation tested the vacutainer tubes in use by the end user. Tubes were obtained from the end user for this test. All whole blood creatinine results met the acceptance criteria.